Manufacturer narrative:
Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and detached end cap.

Event description:
The customer reported via phone call that the insulin pump's end cap came off and was being held in place by tape. Blood glucose level at the time of the incident was 135 mg/dl. The customer stated that she did not know how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.